Event description:
It was reported that the customer's fill estimate was inaccurate. During troubleshooting with tandem technical support, the customer attempted to reload the cartridge and received a message requesting a minimum of 50 units to complete load. The customer reverted to shots as the cartridge was cracked and no other cartridges were available for use. There was no impact to eh customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.